Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus with 20 units of insulin left in the cartridge and felt that the bolus wasn't delivered. Customer's blood glucose level was 170 mg/dl. Reportedly, the customer changed pump supplies to resolve issue.